Event description:
It was reported that the bd syringe plastipak 10ml s/su barrel was cracked. The following information was provided by the initial reporter translated from portuguese to english: syringe came with a crack in the body(cylinder) additional information received on october 10, 2024 was the reported incident noticed before or during use on the patient? - before. Was there any harm to the patient/healthcare professional? (Detail) - no. Could you send photo samples? - we don't have any photo samples, as the material has been discarded. Is the sample related to the incident available for analysis? - no, the material has been discarded. Has anvisa been notified? If yes, what was the notification number? - no.

Manufacturer narrative:
Investigation summary: since no samples displaying the condition reported are available for examination, we were unable to fully confirm this incident, therefore a root cause could not be determined. Furthermore, a device history record review showed no rejected inspections or quality issues during the production of the provided lot number that could have contributed to the reported defect. Examination of the product involved may provide clarification as to the cause for the reported failure. Complaints received for this device and reported condition will continue to be tracked and trended. Information will be captured on trend reports and monitored monthly. Our business team regularly reviews the collected data for identification of emerging trends.